Event description:
Event description boston scientific received information that pre-implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage of 3.0v while still in storage. The box label is 3.25v.